Manufacturer narrative:
An event of valve failure was reported. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 medical device problem code: code 1153 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2016, a 23mm trifecta valve was successfully implanted in a patient. On (B)(6) 2023, it was reported that the patient had valve failure and tavi is scheduled for an unknown date. The patient status was reported as unknown.